Event description:
Literature was reviewed regarding transvenous extraction of conduction system and lumenless pacing leads. The authors described leads which were removed due to infection, endocarditis with bacteremia, fever, lead related tricuspid regurgitation, increased and elevated thresholds, loss of capture, fracture with intermittent impedance spikes, and one lead was inadvertently transected during surgery. There was one patient with a complication post lead removal; the patient experienced a laceration of the superior vena cava (svc) which resulted in a large pericardial effusion and cardiac tamponade. An emergent sternotomy and temporary cardiopulmonary bypass were performed, the vascular laceration was repaired, and the patient was taken off bypass, extubated, and ultimately made a complete recovery. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/53 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: transvenous extraction of conduction system and lumenless pacing leads. Journal of cardiovascular electrophysiology. 2024; 35:2432¿2443. Doi: 10.1111/jce.16467. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.